Event description:
The user noted there was reagent on the cuvettes and stated they were having inconsistent recovery. The user received a questionable creatinine result for one patient sample. The initial result was 9.9 mg/dl and was reported outside the laboratory. The repeat result on (B)(6) 2011 was 0.9 mg/dl and was deemed correct by the user. The patient was not adversely affected. The creatinine reagent lot number was not provided. The field service representative determined the r2 reagent probe was misadjusted. He adjusted the r2 probe position where it dispenses into the cuvettes and checked all other positions which were found to be acceptable. To verify the analyzer operation, the user ran calibration and quality control with all results within specifications. The user also ran precision testing with all results within acceptable limits. The field service representative verified all checks and tests were within the guidelines.